Event description:
Complainant reported the device experienced a blue screen while the vent was in use. Complainant did not indicate any adverse effect to the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation, however a field service engineer (fse) was able to go onsite to evaluate and repair the device. The device logs indicated the mainboard needed to be replated. The field service engineer replaced the main board with no issues. A preventive maintenance was performed and the device passed all tests according to specification.